Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the patient side cart (psc) prompted an "no battery backup" error message. The customer removed the psc from the room and replaced it with a psc from another system to complete the procedure. The customer reported that she had powered the cart off, emergency powered off, and reset the psc. The customer stated that the battery led was still one solid red, indicating the psc was not connected to ac power and battery was low. The psc was connected to a good ac power. The procedure was converted to another da vinci system with no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse unplugged all the system power manager (spm) connection and plugged them back in and found the patient side cart (psc) battery was now active and charging. The fse decided to change out the spm due to customer satisfaction. The system was tested and was ready for use. Isi did receive the spm involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the issue but could confirm the errors via system logs. This spm was tested on an in-house system. Fa programmed the unit and the system started at normal mode with no errors and failure message. Fa verified all axes with no errors and failure. The unit was tested with power cycles 10 times without any issue. Fa drained and depleted battery charge to 1 solid green light bar (38.9v). The unit remained on the system overnight in normal mode, with ac mode to test on the charge function of the unit and it passed with 3 solid green light bar (41.8 v). Fa drove the psc with no error message and no failure. Performed helm control test and it passed.